Event description:
A monopolar electro-surgical cable was in use during a laparoscopy case. When power was applied, the cable burned in two near the end that connected to the generator. The burned end of the flexible cord dropped on the surgeon's shoe causing burns to the shoe cover and part of the lower gown. No injuries were reported.